Event description:
It has been reported to philips that the system would not start. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that system intermittently doesn¿t turn on. The defective host pc was replaced and returned to philips for further analysis. The analysis could not confirm the failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.